Manufacturer narrative:
Stent remains implanted in patient. As event occurred approximately 6 months after index procedure and there were no reported device malfunctions, the delivery system is presumed discarded and will not be requested. A review of the lot history record (lhr) indicated that there were no non-conformances observed for this lot and the lot conforms to its predetermined specifications and requirements. A risk assessment review indicates that myocardial infarction and restenosis are captured as a foreseeable event. A review of cobra pzf instructions for use (IFU) was conducted. Restenosis and myocardial infarction are labeled in the IFU as known potential adverse events. The investigator reported that the event is moderate in intensity, definitely related to the index procedure, and definitely related to the study device; the sponsor believes intracoronary stent restenosis is multifactorial (including, but not limited to, patient lesion type, disease progression, comorbidities, and vessel trauma during the index procedure). Restenosis can also result from malposition of the stent/sub-optimal stent expansion (stent unable to maintain intended patency, loss of strength due to fracture, position of stent compromised, use error of incorrect deployment, smaller deployed diameter). Relationship between restenosis and study device cannot be completely excluded. The identification of restenosis at the site of the treated lesion does not imply a technical problem with the study device or study procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling; there is no evidence of a device deficiency.

Event description:
A (B)(6) year-old male with medical history of heart failure with reduced ejection fraction (ef= 39), atrial flutter treated with radiofrequency ablation, diabetes mellitus type 2, hypertension, dyslipidemia, and former smoker, presented with non-st segment elevation myocardial infarction (nstemi) on (B)(4) 2018. Angiography showed a significant stenosis (70-90%) in proximal to mid left anterior descending artery (lad), and significant (50-70%) type b1 stenosis in the ostium of the first diagonal artery. The patient underwent percutaneous coronary intervention (pci) with pre-dilatation, followed by successful deployment of a cobra pzf¿ (3.5x30mm) stent in lad, with a good angiographic result and no complications the patient did not report any adverse effects at 14, and 30 days. The patient presented on (B)(4) 2019 with chest pain, dyspnea, which was evaluated to be confirmed as nstemi. Angiography showed in-stent restenosis (isr) in the proximal lad, which was successfully treated with pci with des deployed in the target lesion. The patient was discharged (B)(4) 2019 with no reported adverse patient sequelae. The investigator reported that the event is moderate in intensity, definitely related to the index procedure, and definitely related to the study device.